Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus epidermidis in the culture and a wbc count of 1156/mm3. The patient was diagnosed with peritonitis due to touch contamination that occurred while admitted to a rehabilitation facility. It was explained the patient was previously placed in a rehabilitation facility for a foot wound (exact dates of admission unknown) that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s). It was unknown if the patient used his home cycler, or a cycler provided by the rehabilitation facility. Additionally, it was unknown whether the touch contamination during pd therapy was from the rehabilitation staff or the patient himself. The patient was not initially hospitalized for this infection and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip cefepime at 1000 mg daily for two weeks. The patient¿s cloudy effluent fluid persisted during antibiotic therapy. The patient returned to the clinic on (B)(6) 2022 for a peritonitis follow-up when additional peritoneal effluent fluid cultures and a wbc count were taken. On (B)(6) 2022, upon the results of the effluent fluid culture that presented candida albicans and a wbc count of 1647/mm3, the patient was advised to present to the emergency department due to the nature of the infection. The patient was admitted to the hospital on the same day and had their pd catheter removed shortly after admission due to the severity of infection. The patient received a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient received additional antibiotics and antifungal medications during this admission; however, types, dosages, frequencies and durations of these medications were not reported to the outpatient clinic. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy once cleared by their physician.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to touch contamination during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of microorganisms that are part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s infection. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency, or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 15/dec/2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus epidermidis in the culture and a wbc count of 1156/mm3. The patient was diagnosed with peritonitis due to touch contamination that occurred while admitted to a rehabilitation facility. It was explained the patient was previously placed in a rehabilitation facility for a foot wound (exact dates of admission unknown) that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s). It was unknown if the patient used his home cycler, or a cycler provided by the rehabilitation facility. Additionally, it was unknown whether the touch contamination during pd therapy was from the rehabilitation staff or the patient himself. The patient was not initially hospitalized for this infection and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip cefepime at 1000 mg daily for two weeks. The patient¿s cloudy effluent fluid persisted during antibiotic therapy. The patient returned to the clinic on (B)(6) 2022 for a peritonitis follow-up when additional peritoneal effluent fluid cultures and a wbc count were taken. On (B)(6) 2022, upon the results of the effluent fluid culture that presented candida albicans and a wbc count of 1647/mm3, the patient was advised to present to the emergency department due to the nature of the infection. The patient was admitted to the hospital on the same day and had their pd catheter removed shortly after admission due to the severity of infection. The patient received a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient received additional antibiotics and antifungal medications during this admission; however, types, dosages, frequencies and durations of these medications were not reported to the outpatient clinic. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy once cleared by their physician.